Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed and a definitive root cause cannot be identified.

Event description:
The following has been reported: lot fa23e08302, staff were unable to infuse through the distal y-site when it was connected to the patient. Once they disconnected the tubing from the patient, they were able to flush through it, though. An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.